Event description:
Information received indicates that during cardiopulmonary bypass surgery, when the aortic cannula was about to be placed into the ascending aorta, it was revealed that the vessel wall was severely calcified and unsuitable for cannulation in the normal area. The doctor found a soft area in the vessel wall, higher up on the inner curvature in the aortic arch. In the beginning of the cannulation, no back flow was noticed. This was believed to be related to a dissection of the aortic wall. The cannula was withdrawn a bit and back flow was noticed with somewhat lower pressure than expected. Doctor now thought that the cannula was correctly introduced and started the cardiopulmonary bypass. Simultaneously, there was a massive bleeding out into the pleura and the blood pressure dropped down to 30 mmhg. The surgeons thought that the cannula probably had perforated the aortic wall and the cardiopulmonary bypass was stopped. The patient had a blood pressure around 30 mmhg during approx. 12 minutes. A new cannula was introduced directly under the calcified part in the aorta, close to the heart and the cardiopulmonary bypass started again during a continuous massive bleeding out into the pleura. The intention was to cool the patient to 15 degrees in order to stop the circulation completely during protected conditions, if it would be necessary to find and stop the bleeding source. Meanwhile one more cannula was introduced into one of the inguinal arteries and the cardiopulmonary bypass was connected, and the two first cannulas were removed. Additionally, surgery competence was called in. A bleeding in the aortic wall in the back of descending aorta was found and the surgeons succeeded with difficulty to stop the bleeding. When the patient was cooled to 15 degrees, bypass grafts were connected to 4 coronary arteries with anastomosis. As there was no possibility to reach the injury in the aortic wall from the surgery incision at the front, a left handed thoracotomy was made and the hole in the aorta could be sutured. After the surgery, the patient was transferred to the intensive care unit. During the stay in the intensive care unit, it was revealed that the patient had severe brain damage and the patient died as a result on the fifth post operative day.

Manufacturer narrative:
No product was received and no specific lot information was provided. Information was received from the national board of health and welfare in another country. No information was received from the hospital where the event occurred. It was determined through records of sales that the product is model 96570-02; specific lot cannot be determined. There is no complaint that the product did not perform as intended. The allegation is that product labeling may be limited, to the extent that the labeling helps the surgeon select the correct product and usage to reduce the possibility of the reported event. A review of the product "directions for use " shows that warnings/ precautions and directions for proper insertion of the cannula are included in the label. Conclusion: the severe calcification of the aorta contributed to the event; however, we are unable to draw conclusions as to the exact cause of the event.